Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. Reportedly, the button appears to be sticking down and triggering button alarms. Customer's blood glucose level was 122 mg/dl. Customer stated they have back up pump and injections for insulin therapy.